Manufacturer narrative:
Lot # was requested but not provided. (B)(4). Investigation- a review of the complaint history, instructions for use (IFU) and quality control (qc) was conducted for the purpose of this investigation. The product was not returned to assist with the investigation. Qc confirms that the lumen is open and free of obstruction and to confirm that the overall catheter surface is clean without excessive imperfections or damage. The product is shipped with an IFU which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. There is no evidence to suggest the product was not manufactured to specification. Based on limited information and without benefit of visual, dimensional, and/or functional testing of the complaint product, we are unable to determine as to why this failure mode occurred. The appropriate internal personnel will be notified.

Event description:
The patient had the original catheter placed in (B)(6) 2015. On (B)(6) 2015, nurse notes that she ¿accessed broviac at this time. + blood return noted from both lumens. Red lumen flushed with saline and 20 units of heparin. While flushing blue lumen with saline, noted that fluid was leaking from the tubing. The broviac appeared to be leaking above the bifurcation of the broviac¿ the line was repaired. The line was leaking at home on (B)(6) 2015; leakage noted above bifurcation and was repaired on (B)(6) 2015; child is immunosuppressed and was started empirically on antibiotics due to central line break. This repair was unsuccessful. After the repair attempt, they were unable to regain patency of red lumen, so line needed to be replaced (1820334-2015-00852). A new similar line (5.0 double lumen catheter) was implanted on (B)(6) 2015. The patient has since had this catheter repaired in november due to leaking noted at home at bifurcation; repaired in ed-child had positive blood cultures 1 day after repair. On (B)(6) 2015, a false positive infection was treated for one day via the following (1820334-2015-00853): rocephin 50mg/kg q24. Vancomycin 17mg/kg q6 (based on previous dose), will need trough. Cont home micafungin for fungal ppx. Receives weekly ivig, next due on (B)(6). Continue home gancyclovir 50mg q24 (blood cultures + for cmv in past). Device remained in patient as intended.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had the original catheter placed in (B)(6) 2015. On (B)(6) 2015, nurse notes that she "accessed broviac at this time. + blood return noted from both lumens. Red lumen flushed with saline and 20 units of heparin. While flushing blue lumen with saline, noted that fluid was leaking from the tubing. The broviac appeared to be leaking above the bifurcation of the broviac" the line was repaired. The line was leaking at home on (B)(6) 2015; leakage noted above bifurcation and was repaired on (B)(6) 2015; child is immunosuppressed and was started empirically on antibiotics due to central line break. This repair was unsuccessful. After the repair attempt, they were unable to regain patency of red lumen, so line needed to be replaced (1820334-2015-00852). A new similar line (5.0 double lumen catheter) was implanted on (B)(6) 2015. The patient has since had this catheter repaired in november due to leaking noted at home at bifurcation; repaired in ed-child had positive blood cultures 1 day after repair. On (B)(6) 2015, a false positive infection was treated for one day via the following (1820334-2015-00853): rocephin 50mg/kg q24. Vancomycin 17mg/kg q6 (based on previous dose), will need trough. Cont home micafungin for fungal ppx. Receives weekly ivig, next due on (B)(6). Continue home gancyclovir 50mg q24 (blood cultures + for cmv in past). Device remained in patient as intended.